Manufacturer narrative:
A customer reported that their AED will not power on and is prompting an error code of "battery operation". The customer stated that they would like to get their unit serviced and that they are not able to get any indication that it's working. The customer said that they have changed the battery because it showed expired a few months ago but the asi light isn't coming on. They tried the self-test as well but not getting anything. Troubleshooting of the device with the customer identified a lack of maintenance with the device that contributed to the depleted battery pack. As a follow up with the customer, the proper maintenance of this device was reviewed.

Event description:
A customer reported that their AED will not power on. The customer said that they have changed the battery because it showed expired a few months ago but the asi light isn't coming on. They tried the self-test as well but not getting anything.they reported that this did not occur during patient use.